Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, the patient was suffering from many diseases and had dementia. On (B)(6) 2012, the patient pulled the peg device out of his body and developed peritonitis. The physician performed emergency surgery to remove approximately 1.5 liters of blood from the patient's abdomen. A foley catheter was placed during surgery. The next day, the patient pulled out his foley catheter. It was reported that the patient died a few days later. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, the peg was placed because the patient had suffered a stroke. The patient also had dementia. On (B)(6) 2012, the patient pulled the peg device out of his body and developed peritonitis due to food moving from the stomach to the abdominal cavity. The physician believes "it is too easy to draw the peg out of the stoma." The physician performed emergency surgery on (B)(6) 2012 and removed approximately 1.5 liters of blood from the patient's abdomen. The blood in the abdomen came from a blood vessel in the stomach, which was likely caused by the removal of the peg device. A foley catheter was placed during surgery. The next day, the patient pulled out his foley catheter. It was reported that the patient died a few days later.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, the patient was suffering from many diseases and had dementia. On (B)(6) 2012, the patient pulled the peg device out of his body and developed peritonitis. The physician performed emergency surgery to remove approximately 1.5 liters of blood from the patient's abdomen. A foley catheter was placed during surgery. The next day, the patient pulled out his foley catheter. It was reported that the patient died a few days later. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation, as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.